Event description:
According to the available information the anchor broke while sliding into device. Two anchors pulled out - one upon suture tie down and one during anchor check (tissue debris noted on this anchor). Eventually successful implantation of saffron.